Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was ¿not good at recharging so¿ the implantable neurostimulator (ins) went dead. It was stated that the higher implant was planned to be replaced at a later date. Additional information received reported that the patient¿s battery ¿needed¿ to be recharged ¿all the time¿ and had ¿a lot of trouble¿ recharging the upper back ins. Additional information requested.

Event description:
Additional information received reported that it was unknown how long the ins had been dead. The patient was noted to have needed better coverage. The replacement would occur after the patient had recovered from a previous surgery. The patient was going to meet with the healthcare provider (hcp) again in ¿a few weeks.¿ no outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the plan was to replace the second system once the patient healed entirely from the implantable pulse generator (ipg) replacement on his lower system. The patient was still doing great with that system and reported 80% relief and loved not having to charge the ipg. No date was set for the replacement at the time of this report. Additional information will be added to this event if additional information is received.